Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the devices and found there were no problems encountered and the system worked perfectly. No parts were replaced. The device worked to specification with no errors. The device remains at customer site.

Event description:
The customer reported there was inop the speaker did not work. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.